Event description:
It was reported that the pt felt an intense electrical sensation throughout his body and head, when the pump was on. When the pump was turned off, the feeling went away. The pt never experienced this problem with a prior pump. The pump was replaced. The pt outcome was categorized as no injury, recovered without sequela. The pump was used to administer fentanyl. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.